Event description:
It was reported that the patient underwent an artificial urinary sphincter revision surgery due to a pressure loss from the balloon. All components were removed and replaced. There were no patient complications.